Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02970. It was reported that patient was not receiving effective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the right occipital lead was repositioned for improved therapy. This addressed the issue. It is unknown which lead was repositioned, therefore both leads are being reported.